Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 5 device(s) was functionally/visually inspected in the field. The device(s) was/were repaired and returned to use. 3 devices were not evaluated, as a probable cause for the issue was identified during communication between the customer and stryker and no further assistance was requested by the customer. 1 device was not evaluated and no cause was determined, as the customer did not make the device accessible for testing. Evaluation results findings (components/results): 3 devices: cover / fracture problem, 1 device: appropriate term/code not available / no findings available, 3 devices: cover / deformation problem, 1 device: weld / fracture problem, 1 device: stand / fracture problem. There was no remedial action taken. This device is not labeled for single use.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between july 1-september 30, 2025. This report summarizes 9 malfunction event(s), where it was reported the device experienced accessible sharp edges exposed (metal). No adverse consequence or clinically relevant delay in treatment was reported.